Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse found that the integrated multi-sensor technology (imt) data was unstable. The cse performed advanced cleaning and replaced imt sensor. A siemens headquarters support center (hsc) specialist reviewed the instrument data. The data was suggestive of an obstruction of fluid flow in the imt system, leading to the discordant patient result. Fluid verify for the initial run of sample ID (B)(6) was high with a corresponding high fluid delta. The results for other patient samples were acceptable. The hsc specialist concluded that the potential cause of the discordant result was a sample specific issue possibly due to poor sample quality causing an obstruction in the imt system. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low potassium (k) result was obtained on one patient sample on a dimension vista 1500 instrument. It is unknown if the initial result was reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The result from the alternate dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low k result.